Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
The patient was having spinal surgery the day prior to this report and the spine surgeon accidently cut the catheter. The catheter was located in the lumbar spine. The surgeon noticed it immediately and tied each end of the catheter. The patient had a catheter revision the next day. The catheter was trimmed by a few mm on each end then reattached using a connector pin. Multiple attempts were made to access the cap (catheter access port) using fluoroscopy; there was some difficulty locating the cap, so the physician elected not to perform a dye study or catheter aspiration. The patient did not report any underdosing symptoms or adverse symptoms. The patient was taking oral pain medication while she was in the hospital. The patient status was reported as ¿alive-no injury¿. The outcome and drug in the pump at the time of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.